Event description:
The two returned electrodes with lot number 071916 were analyzed and visual inspection found that the epoxy has chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.